Event description:
The pt developed a skin flap infection and did not wear the headset for a period of time. When the infection resolved the pt's headset would not stay on the head. It appears that the internal magnet moved out of position. The pt will have revision surgery. No date has been set.